Manufacturer narrative:
The t:slim x2 user guide states: do not expose your system to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your system should not be exposed to them. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was recently exposed to an x-ray scanner and a malfunction alarm occurred. Customer's blood glucose level was 212 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.